Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a motor error from the insulin pump. The customer stated that there were no delivery messages from the pump.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to perform the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents and motor error alarm due to blank display. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.